Event description:
It was reported that pump experienced malfunction alarm with code 16 that persisted even after caller reset pump, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.